Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. The instruction for use (IFU) include the warnings: do not exceed the maximum recommended inflation volume as balloon rupture may occur. Excessive pressure higher than 300 psi (2069kpa) may cause leakage or rupture of the balloon catheter working lumen.

Event description:
It was reported that during treatment using a scepter xc balloon, the balloon initially had difficulty priming during set up. When the balloon was inflated inside the patient, it ruptured. No patient injury or adverse reactions occurred.

Manufacturer narrative:
Correction to b4 date of this report: the date 4 november 2023 is a typographical error. The correct date is 25 october 2022, and it is added to this report.

Event description:
See h10

Manufacturer narrative:
Correction g4: a correction is being submitted as the wrong date (B)(6), 2023 was identified in g4. The correct date should be stated as (B)(6), 2023. This error was found on march 22, 2023.

Manufacturer narrative:
Correction: original device product code mjn is wrong. The correct device product code is dqy. The investigation of the returned balloon catheter found the hub occluded with material consistent with dried contrast from the device preparation. After bypassing the hub, the balloon was attempted to be inflated. However, the investigation found a rupture in the balloon resulting in a leak, which is consistent with the alleged product issue. Further investigation found a fibrous material consistent with cotton within the balloon at the site of the rupture; however, the investigation could not determine when the cotton material entered the balloon or what the cotton material originated from. The physical evaluation of the device could not identify the conditions or circumstances that led to the rupture, but the damage is consistent with the device experiencing forces over specification. The findings from this investigation have been communicated to quality.